Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 203 mg/dl. The customer stated that the pump had a blue dotted line and white solid line on the screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank, solid white display, missing segments/partial display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for a day and no unexpected white display, blank display, or dotted lines shown on the display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. The pump was received with scratched case, case cracked behind the pump near the battery compartment, stained serial number label, pillowing keypad overlay, and minor scratched lcd window.